Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the stent delivery system (sds) was inserted into the anatomy, removed, and then re-inserted. It should be noted that the xience skypoint instructions for use states (IFU); an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. The investigation determined the reported difficulties are related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the mid left anterior descending artery (mlad). The 3.25x15mm xience skypoint stent delivery system (sds) was advanced; however, failed to cross due to anatomy. The sds was removed and re-inserted. Resistance was felt with an unspecified guide extension during advancement of the sds and the stent dislodged. The entire system was removed as one unit including the dislodged stent. Another 3.0x12mm xience skypoint was used to successfully complete the procedure. There was no adverse patient effect reported and no clinically significant delay. No additional information was provided.